Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: (delivery catheter system); product ID (l evolutfx 2329); product lot/serial number (B)(6); product type: (compression loading system). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the transcatheter bioprosthetic aortic valve complete heart block developed. Hospitalization was prolonged. A permanent pacemaker was implanted 4 days following the valve implant. The event resolved the same date as the permanent pacemaker implant.

Event description:
Additional information indicated that the minimal right femoral access lumen measured 7.5 millimeters (mm) by the facility and 8.6 mm via the computed tomography (CT). The patient would be further evaluated at the 30-day follow-up.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the complete heart block event resolved with sequelae the same date as the permanent pacemaker implant.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the patient was on an anticoagulant which was temporary discontinued 3 days prior to the implant procedure and resumed 4 days following the implant procedure. The hematoma was reported as possibly related to the delivery catheter system (dcs).

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated the transcatheter valve access was via the right femoral artery. The aortic valve annulus minimum diameter was 22.8 millimeters (mm). The patient had a known right bundle branch block (rbbb) and a temporary pacemaker was placed prior to the procedure as standard practice. The completed atrio-ventricular block occurred post valve deployment and persisted at the end of the procedure. Following the implant procedure a right iliac subcutaneous hematoma developed. Unspecified diagnostic testing occurred. Treatment was not required for the unresolved hematoma. The physician indicated the hematoma was procedure related. The patient was discharged the day following the permanent pacemaker implant. The complete heart block was reported as causal to the implant procedure and the transcatheter valve.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the hematoma was first noted two days following the valve implant procedure. On the same day of onset, a doppler ultrasound was performed and showed a hematoma adjacent to the right common femoral artery. No evidence of pseudoaneurysm was identified. Two days later a computed tomography (CT) angiography confirmed the presence of a hematoma within the subcutaneous soft tissues. Approximately one month later, the 30-day follow-up visit confirmed that no visible signs of hematoma were observed, and event was resolved.